Event description:
It was reported that the screen on quick bolus button is becoming unresponsive. The button presses sometimes do not illuminate the screen. The device turns on when plugged into a power source. No impact to customer's blood glucose level.